Event description:
A healthcare professional reported that thirty ophthalmic knives from the same lot were found to be blunt. The procedure was completed the same day using a new knife from the shelf. No patient harm was reported. The exact number of patients involved was not specified. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).